Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implant date: (B)(6) 2003; a2dr01 ipg, implant date: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness and balance issues. It was further reported that the right ventricular (rv) lead exhibited a polarity switch, variable impedance, high undefined impedance and high thresholds. The rv lead remains in use. No further patient complications have been reported as a result of this event.